Event description:
A patient in the ICU was "coding." The leads did not pick up the heart rhythm. The nurse had to hold the green lead against the baby's skin to pick up a tracing. The nurses tried a lead from the same lot number on another patient and they slipped off. The patient was not diaphratic or clammy, etc. The skin was not prepped and the leads were on less than 6 hours.